Event description:
It was reported by service report that the load wheels have broken off of the head section assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting on the head section assembly.